Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported there was a hole in the PICC line and bulging close to the exit site. It was also reported that the device was difficult to repair. There were no injuries or additional medical intervention reported.